Event description:
The device was returned to medtronic (B) (4) to be reworked in accordance with FDA field action number z-2341-2008. During preliminary inspection of the device it was observed that the device failed to power on. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). The returned device was evaluated by physio-control's failure analysis center. The reported failure was verified; however, the root cause of the reported problem was not determined. The customer received a replacement device.